Event description:
It was reported to medtronic neurosurgery that the catheter broke during implantation while it was being passed through.

Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records showed no anomalies. No injury to the pt was reported. All of our catheters are 100% inspected at the time of MFR.